Event description:
Allergan rep reported an alleged lap-band port leak "at the base of the port." The allergan rep noted the alleged leak was first discovered after pt reported lack of satiety. Multiple fill tests were performed. Each fill test had less fluid withdrawn than what was put in. The port was explanted and replaced.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. A visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."